Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the monopolar stopped working with error c-34. Site tried rebooting the erbe, changing out energy cords and instrument but issue remained. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the charge nurse (B)(6) provided following information. (B)(6) was out for the day. The bipolar was working well on erbe. The procedure was about to finish when monopolar issue occurred. There were just 15 minutes left. The site brought external cautery to use monopolar and surgery was completed using same erbe and external cautery for monopolar. There was no patient harm. Patient demographic was not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, the iesu was found to have scraping on both underside lips of cover. Slight scratching noted on both sides of cover, top of cover near back of unit. Slight dent in top of cover at back upper rig corner. The iesu tested on the system, presents c-34/c-00 error on startup. Additional c-00, m-11, m-0b errors in the logs. The iesu will be returned to the original equipment manufacturer. Probable root cause is attributed to a defective generator.